Manufacturer narrative:
The customer was provided with a replacement device. Physio-control examined the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A device distributor contacted physio-control on behalf of their customer to report that the customer's device did not have any audio prompts when the lid was opened. As a result of the reported issue, a device user would not receive the instructions on how to use the device which may delay, or prevent, defibrillation from being delivered if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. Physio-control determined that the cause of the reported failure was due to an open solder joint between the speaker's negative tinsel wire and the negative speaker lug. This caused an open connection an no audio output.